Manufacturer narrative:
According to the customer," when applying pressure on the flap it breaks". The customer reported that there was no patient involvement and no injury. The customer stated "we pulled all syringes with that lot number". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer," when applying pressure on the flap it breaks".